Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/2.5 m balloon ruptured at 16 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous proximal left anterior descending coronary artery. The physician used a 7 fr terumo introducer sheath for vascular access, a tgv 2 guidewire and a 7 fr heartail jl4 guide catheter to cross the lesion. The quantum maverick monorail 12/2.5 mm balloon was removed and replaced with a quantum maverick monorail 12/5.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.